Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, the venous end catheter was broken and continuously occurred in the same patient. There was no leak. No cleaning agent was used on the device. Tego was not utilized. There was a crack at the luer adapter. No instruments were used to loosen or tighten the device. The insertion site was not treated prior to product placement. The catheter was repaired. There was no reported patient injury.